Manufacturer narrative:
Concomitant products: vedr01 ipg, implanted: (B)(6) 2008; a2dr01 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that following the pocket closure, during a routine device change procedure, the atrial lead bipolar impedance was low and no p waves were being sensed. The findings were consistent with insulation damage. The pocket was re-opened and the lead was tested resulting in the same values. The lead was reprogrammed to unipolar pacing and sensing. It was noted that the bipolar valueswere chronic so the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.